Event description:
The customer reported that the device knife would not retract and the jaws could not be re-opened during a panniculectomy. The jamming may have occurred due to too large amounts of tissue being placed in the device jaws. There was no pt injury. The device was returned with the knife extended from beyond the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.